Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the woodford spike broke off inside patient when removed. Additional information requested from the account and not yet received.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device component was removed from the patient¿s cavity. The current status of the patient is unknown as she was discharged from the recovery room on the day of surgery without complications .there was not any adverse event due to the device complication. No there was not an extension of or over 30 minutes. (Up to 30 but not over).